Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 78466. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one physical sample was received. It came in an opened packaging blister and a visual inspection was performed. The syringe barrel has embedded degraded resin. The cause for this defect could have resulted during the syringe molding process where the degraded resin built up at the hot runner system, broke loose and became molded into the components. Further action has not been determined necessary at this time. Based on the investigation carried out and with the sample analysis the symptom reported by the customer is confirmed. Probable root cause: syringe molding process.

Event description:
It was reported that a syringe 20ml ll s/c 48 had foreign matter before use. The following was reported by the initial reporter: "it was reported that syringe has some type of contamination inside packaging.   Event description per attached email states: syringe has some type of contamination inside packaging - syringe not able to be used."